Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery or occlusion alarm due to motor error alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose value was unknown. The customer stated that the insulin pump had unexplained no delivery alarms. The insulin pump will not be returned for analysis.